Manufacturer narrative:
The devices, used in treatment, were returned for evaluation and the reported event was confirmed. The lab analysis concluded that the nail fractured by the initiation and subsequent propagation of fatigue cracking, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic stresses in excess of the material endurance limit for an extended period. These excessive stresses may be caused by any number of conditions, including excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength or poor bone quality. The clinical investigation concluded that this nail reportedly broke while simply stepping. Several x-rays were provided for review with this complaint. One of the x-rays clearly shows the bone not fully healed. The product analysis suggested; ¿fatigue cracking caused by the nail bearing cyclic stress in excess of the material endurance limit for an extended period of time¿. These stresses may be caused by excessive patient activity levels prior to full bone union. The impact to the patient beyond the additional surgery cannot be determined. The root cause of the nail fracture might be the incomplete union of the bone causing excessive stress. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could include non-union or fatigue overload. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation and the reported event was confirmed. The lab analysis concluded that the nail fractured by the initiation and subsequent propagation of fatigue cracking, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic stresses in excess of the material endurance limit for an extended period. These excessive stresses may be caused by any number of conditions, including excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength or poor bone quality. The clinical investigation concluded that this nail reportedly broke while simply stepping. Several x-rays were provided for review with this complaint. One of the x-rays clearly shows the bone not fully healed. The product analysis suggested; ¿fatigue cracking caused by the nail bearing cyclic stress in excess of the material endurance limit for an extended period of time¿. These stresses may be caused by excessive patient activity levels prior to full bone union. The impact to the patient beyond the additional surgery cannot be determined. The root cause of the nail fracture might be the incomplete union of the bone causing excessive stress. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could include non-union or fatigue overload. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint.

Event description:
It was reported that a revision surgery was performed due to a intertan nail breakage. The primary surgery was performed on (B)(6) 2019. On (B)(6) 2019 the revision surgery was performed to remove the broken intertan nail. A new nail insertion was implanted. No injury or bruise led to the breaking, it happened during stepping.